Event description:
The device did not deploy. The surgeon was not able to "thumbwheel" back a second time after depressing button. The surgeon successfully withdrew the device. No injury to the patient was noted.